Event description:
It was reported that during a middle cerebral artery (mca) stenosis case, subject guidewire was used to build access. While rotating, the tip of the subject guidewire did not move, so physician removed it to check and confirmed that the distal tip of the subject guidewire was fractured. The procedure was completed successfully with another device. No clinical consequences were reported to the patient due to this event. Update: additional information received on 01-dec-2023 clarified that the tip of the subject guidewire was fractured and a snare device was used to remove the fractured segment of the subject guidewire from the patient body.

Manufacturer narrative:
B1 adverse event/product problem - updated from product problem to adverse event and product problem. B2 outcomes attributed to ae - updated to required intervention to prevent permanent impairment/damage (devices). B5 executive summary - updated. C2 / d10 concomitant products grid ¿ updated. H1type of reportable event - corrected from malfunction to serious injury. F10 / h6 health impact code grid - updated from no health consequences or impact to additional device required. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 / h3 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual and microscopic inspection, it was observed that the subject guidewire was returned in two fragments (183cm from the proximal end up to end of core wire, guidewire was broken at 35cm from the distal end). The proximal fragment was inspected and was noted to be broken along the proximal bond junction. The distal fragment was inspected, and the core wire was removed from the glue bond. The core wire distal end was observed through the distal tip dome. Functional testing was not required. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patient anatomy was moderately tortuous. During analysis the subject guidewire was returned in two fragments (183cm and 35cm). The guidewire was seen to be broken from the proximal bond junction with the glue still attached to the nitinol tubing. An assignable cause of procedural factors will be assigned to the as reported and as analyzed guidewire distal tip broken/fractured during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a middle cerebral artery (mca) stenosis case, subject guidewire was used to build access. While rotating, the tip of the subject guidewire did not move, so physician removed it to check and confirmed that the distal tip of the subject guidewire was fractured. The procedure was completed successfully with another device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
We have addressed the FDA request, received via email on 14 june 2024: ¿upon review, we have determined that the device identification information about the suspect medical devices conflicts with the data submitted to the global unique device identification database (gudid)." "Discrepancies were noted in the information included for some or all of the device identification fields of the electronic equivalent of the FDA form 3500a compared to the information included for the corresponding fields in the gudid." "Additionally, the ¿unique device identifier (UDI) #¿ field on the FDA form 3500a should contain the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols. Please verify that you have included the entire UDI in the ¿unique device identifier (UDI) #¿ field on the 3500a." We have reviewed the device identifier (di) and confirm that it is accurate and in alignment with the hl7 specifications released in 2017. Additionally, the 510(k) number has been corrected from k032146 to k002907 in accordance with the global unique device identification database (gudid).

Event description:
It was reported that during a middle cerebral artery (mca) stenosis case, subject guidewire was used to build access. While rotating, the tip of the subject guidewire did not move, so physician removed it to check and confirmed that the distal tip of the subject guidewire was fractured. The procedure was completed successfully with another device. No clinical consequences were reported to the patient due to this event. Update: additional information received on 01-dec-2023 clarified that the tip of the subject guidewire was fractured and a snare device was used to remove the fractured segment of the subject guidewire from the patient body.